Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 4oct18. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery could not be charged and a replacement battery was ordered to address the finding.

Event description:
It was reported that the unit had a faulty battery. There was no patient involvement. The event date was not specified; estimate used.